Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the back of the casing and random unexplained no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1715kl. The customer reported an insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1715kl.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump history files and traces successfully downloaded using thump. No insulin flow block alarms noted during testing, however, multiple no delivery alarms were noted in the history file near the event date: feb 26, 2025 at 17:57, 17:59, on feb 28, 2025 at 06:58, 07:08, 10:40, on mar 01, 2025 at 15:47. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case corner-belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed with cracked battery tube threads and cracked case corner-belt clip rails during analysis. Insulin flow block issue not confirmed during analysis, but multiple no delivery alerts were found in the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.